Event description:
An optometrist reported a case diagnosed with bilateral transient light sensitivity syndrome (tlss) based on symptoms, observed at six weeks post photo refractive keratectomy (prk) treatment. Reporter indicated pt placed on increased topical steroid eye drops. Pt noted feels pain when exposed to light. Additional information has been requested. There are two reports related to this pt. This report addresses the right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).